Event description:
Caller reported an issue with the pixel display on the pump, which affected their ability to interact with the device. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy.